Event description:
It ws reported that the customer had battery out limits, failed battery test and weak battery alarm on the insulin pump. The customer's blood glucose level was 303 mg/dl. The customer was treated with a bolus. The customer was advised the insulin pump will function but the battery life will be shorter than expected. The patient was advised the kind of battery recommended on the insulin pump. The customer was advised that we will replaced battery cap. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)